Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured october 16, 2012 - october 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was received for evaluation. No defect was observed during visual inspection. Functional leak test was subsequently performed by filling the unit with green color water. No leak was observed. The sample was working within specification. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed at flow restrictor of a large volume infusor during infusion of an unknown medication. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.